Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 30-sep-22. The medical event associated with this complaint occurred on (B)(6) 22 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels. As a result, the customer experienced symptoms described as " talking in sleep, head in the clouds, sweating," and was unable to self-treat. Customer received third-party intervention who provided candy and unspecified (dose/type) insulin as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.